Event description:
It was reported that cadd- solis vip ambulatory infusion pump failed volume accuracy during testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the tamper seal as missing. There was no evidence of the error or reported problem recorded in event history log. The reported problem was duplicated. Accuracy tests found the pumps to be over delivering to the manufacturing specifications. Corrective action was to replace the expulsor assembly. The root cause of the reported problem was unknown. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.